Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the connector pin measuring 11.1cm was returned for analysis. External insulation abrasion was noted proximal to the trifurcation boot, consistent with lead friction to the ICD can. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that externalized conductors were observed via x-ray. No electrical anomalies were noted. The lead was capped.